Manufacturer narrative:
One sample of evac taperguard endotracheal tube was received for evaluation and the customer reported complaint could not be replicated. It was noticed the pilot balloon was removed and the component was not received. An inflation/deflation test was performed, and air was applied to the cuff and it was observed the cuff could be inflated and deflated without any difficulty nor restriction, additionally the sample was submerged into a container filled with water and no leaks were observed in the cuff neither the inflation system. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff on the endotrach tube could not be deflated upon removing from the patient. The cuff was pre-tested prior to use. Recannulation of a replacement tube was not required. There was no patient harm.